Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the iol was later explanted. Additional information was requested and provided by a facility representative, who reported that the patient experienced double vision, visual discomfort and visual distortion. The iol was exchanged for a different lens model three weeks following the initial implant procedure.